Event description:
Home health nurse called to report system time out alert. Internal lithium battery needs replacing. Rn will be able to infuse via gravity. Was there any delay in therapy? No. Was the patient able to receive therapy using an alternate method (e.g. Gravity)? Yes, via gravity. Was any medical intervention required? (Any adverse effects due to the faulty pump) no. Will the pump be sent back to cvs for maintenance and a replacement pump sent? Yes. Serial number (B)(6). 07/02/2026 exp date. Indication: myelin oligodendrocyte glycoprotein antibody disease. No further information, details, or dates available.